Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was low (40-50 mg/dl) during the night. Customer addressed low levels by consuming carbs and disconnecting from the pump for the remainder of the night. Customer's healthcare provider recommended adjustments to the pump basal rate, correction ratio, carb ratio, and target bg to address the issue.